Event description:
The customer reported a bent probe and leak from the probe housing. Customer did not provide any info regarding possible error codes. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent. A bent probe can lead to a loss of vacuum/pressure in the fluidics system which could results in probe drip. The fe replaced the probe as well as the wash station, pump silencers, syringe and lower door fastener. A pm and diagnostic tests were performed. The instrument was returned to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).